Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing. Upon investigation the monitor was unable to deliver a pulse. The cause for the failure was isolated to a shorted u900 component on the computer/analog pca. The root cause for the defective u900 component could not be positively identified. There were no adverse events associated with the monitor malfunction.